Manufacturer narrative:
The user facility has sequestered the sheath and will not be sending in the sheath for evaluation at this time. The exact cause of the reported could not be conclusively determined. However, based on similar reported events the most probable cause of the reported event can be attributed to stress to the ceramic tip. The instruction manual provides warning to mitigate the risk of patient injury which states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿

Event description:
Olympus received medwatch report# mw5076974 on may 21, 2018 which states, during a transurethral resection of a bladder tumor (turbt) procedure, the physician was advancing the sheath with resectoscope when the teflon tip came off the sheath and fell in the patient¿s bladder. The intended procedure was completed with intervention as the physician retrieved the tip using one of the bladders graspers. The procedure was delayed thirty minutes. There was no patient injury reported.